Event description:
It was reported that the patient was implanted with an original, inflatable penile prosthesis (ipp). It was further reported, that before implanting the reservoir component, the physician tried two different reservoir sizes; 100 -ml, and 65-ml. The reservoir size which was eventually implanted in the patient is unknown. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was implanted with an original, inflatable penile prosthesis (ipp). It was further reported, that before implanting the reservoir component, the physician tried two different reservoir sizes; 100 -ml, and 65-ml. The reservoir size which was eventually implanted in the patient is unknown. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient was implanted with a 100 -ml reservoir. The surgeon decided to use this reservoir because it was flat and better suited for the implant site. There were no reported issues with the unused 65-ml reservoir. No patient complication were reported during the procedure.

Manufacturer narrative:
Patient code updated to reflect that there were no patient complications. Correction: the additional information received for this event indicates that the reservoir selection was a matter of physician preference. This event therefore does not meet the criteria for adverse event or device malfunction reporting. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 11:01 am CT. The report number is being corrected from: 2183959-2018-61630 to: 2183959-2018-60826.